Event description:
It was reported that there was an alert for high impedance on the left ventricular lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.